Manufacturer narrative:
Additional information: (UDI#), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit (sulu). Functionally, since a sulu was nor received a pmv sulu was used. The instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality re lease specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on the bowel, the stapler did not fire. They got another stapler to complete the case. There was no patient injury.